Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the active fixation right ventricular lead was not implanted. A passive lead was successfully implanted.